Event description:
The product was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and applied another device to complete the procedure.